Event description:
It was reported that a spectrum pump displayed a white screen during programming/ setup at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified damage to the printed circuit board. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the damage identified on the printed circuit board. The printed circuit board was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.